Event description:
Neurovascular embolization. Upon retrieval of the navien guide catheter from the pt, it was reported that the physician noticed the distal end of the catheter appeared to be broken. The catheter break was not evident during the procedure. No injuries were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The catheter involved in the event was returned for evaluation and it was found to be broken, but retained together by the braid. The evaluation could not determine the cause of the event. Catheter separation. (B)(4).